Manufacturer narrative:
Company representative evaluated the system. Customer was provided with a loaner tower.

Event description:
Customer reported the panorama central station's server shut down and will not power on, which may have affected telemetry monitoring. No patient injury was reported.